Manufacturer narrative:
The insulin pump was received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, broken reservoir tube lip, cracked belt clip slot, broken battery tube threads, and missing end cap sticker. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was cracked and the reservoir wouldn't stay in. Customer's blood glucose was 342 mg/dl. She states she twists the reservoir in to hard and is causing the device to crack. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.